Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider reported a fire occurred where a lift chair was located in his home. Customer put out fire. No property damage or injury reported.

Manufacturer narrative:
There was no evidence of a fire on the returned device.

Event description:
Provider reported a fire occurred where a lift chair was located in his home. Customer put out fire. No property damage or injury reported.